Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead passed all electrical testing and setscrew marks were present on last terminal end contact, which indicated the lead was secured. No root cause was identified for the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain. Device information and implant were unable to be obtained.

Event description:
It was reported that the patient lost therapy due to lead migration. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced with a new lead. Reportedly, therapy was restored post operatively.